Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where the customer reported that a leak occurred during use on a 70 year old male patient. The incident occurred in a medical institution and the patient was being treated for multifunctional organ failure and rehydration treatment when liquid seepage was found at the connection of the wantong valve during fluid rehydration treatment. A new wantong valve was immediately replaced and the liquid was input smoothly. There was patient involvement but no patient harm reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation. Lot history review pending. Additional contact information beijing jaspar medical supply co., ltd. Qiny qiny1016@163.com 010-5820 5318 china.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. A lot review was conducted and a similar complaint was confirmed on a sample from the same lot. The reported complaint can be confirmed based on the lot review. The probable cause is related to a molding defect in white button molded component used in the 1o2 smart valve.